Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 415 mg/dl. Customer stated they even after insulin on board but blood glucose number were not lowering. Customer was experiencing symptoms related high blood glucose level. Insulin pump was not on auto mode. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).